Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported condition of failure code 812:02 was confirmed but not duplicated. The reported condition is due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with failure code 812:02. The event was reported to have occurred upon power up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.